Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging her onetouch verio iq meter read inaccurately erratic. The patient reported that approximately 3 or 4 days prior to contacting lfs she obtained blood glucose readings of ¿6.8 mmol/l (122 mg/dl)and 3.0 mmol/l (54 mg/dl)¿ with the subject meter. The patient claimed the readings were taken between 10-15 minutes apart. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.